Event description:
The customer reported getting a recurrent cycle power error 40 message.

Manufacturer narrative:
The customer reported getting a recurrent cycle power error 40 message. The unit was evaluated at philips, and the symptom was duplicated. Replacing the control pca resolved the issue. The device was returned to the customer after passing all required testing.